Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a proglide device was attempted in an unspecified vessel using the preclose technique prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, the first proglide device could not be backloaded over the guide wire, due to blockage in the guide wire lumen. The device was not used in the patient. A second proglide device was used and when the device was removed, the suture was not attached. The suture was found in the device and failed to deploy in the patient. An additional proglide device was used for successful suture placement using the preclose technique. Hemostasis was achieved using the pre-placed suture from a proglide device. Subsequent ultrasound showed a small flap with velocity change in the right groin which was explored surgically and a endarterectomy was performed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported difficulty inserting the guidewire. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there were similar events identified from this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.